Manufacturer narrative:
Isi received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated and confirmed the reported event. The instrument was found to have a blade broken. The blade broke at roughly 0.34¿ from the base and the broken piece was returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, on other instruments while the device is activated. In addition, scratched on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of broken instrument blades is typically attributed to mishandling/misuse. A system log review was performed. Per the review, the following was confirmed: a benign hysterectomy procedure was performed on system (B)(4) on (B)(6) 2022. No image or video was submitted for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the tip of the robotic harmonic ace scalpel broke off during a procedure and fell into the patient. The scalpel was retrieved during the same procedure. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.